Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this recently implanted right ventricular (rv) lead experienced a fall. This patient had intermittent congestive heart block and was having episodes of lightheadedness after the fall episode. Technical services (ts) reviewed the presenting electrogram (egm) noting rv loss of capture (loc). Technical services (ts) discussed that this patients brady intrinsic rhythm of 40 beats per minute was coming through. The latest threshold test displayed values less than 1 with trend programmed to 3.5 v. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported. This lead is not expected to be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this recently implanted right ventricular (rv) lead experienced a fall. This patient had intermittent congestive heart block and was having episodes of lightheadedness after the fall episode. Technical services (ts) reviewed the presenting electrogram (egm) noting rv loss of capture (loc). Technical services (ts) discussed that this patients brady intrinsic rhythm of 40 beats per minute was coming through. The latest threshold test displayed values less than 1 with trend programmed to 3.5 v. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported. This lead is not expected to be returned. Additional information indicates the lead was dislodged, which was confirmed through a chest x-ray. No additional adverse patient effects were reported.